Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 400 mg/dl. The customer stated that the battery is completely disconnected on the battery cap. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube and battery cap contacts noted. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to blank display. The broken-off battery cap top noted. The insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.